Event description:
Hospital ICU personnel responded to a pt described as in full cardiac arrest. The pt was connected to the device and external pacing was initiated. According to the reporter, the device would not pace the pt and the device alarmed "pacing leads off". A backup pacemaker was called for and immediately used. The reporter indicated there were no adverse affects to the pt as a result of the alleged malfunction.